Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), pelvic pain ("chronic pelvic pain"), adenomyosis ("adenomyosis"), dyspareunia ("dyspareunia") and allergy to metals ("chronic systemic foreign reactions (systemic nickel allergy syndrome)") and were found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, endometriosis, pelvic pain, adenomyosis, dyspareunia and allergy to metals outcome was unknown. The reporter considered adenomyosis, allergy to metals, device dislocation, dyspareunia, endometriosis, pelvic pain and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), pelvic pain ("chronic pelvic pain"), adenomyosis ("adenomyosis"), dyspareunia ("dyspareunia") and allergy to metals ("chronic systemic foreign reactions (systemic nickel allergy syndrome)") and were found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, endometriosis, pelvic pain, adenomyosis, dyspareunia and allergy to metals outcome was unknown. The reporter considered adenomyosis, allergy to metals, device dislocation, dyspareunia, endometriosis, pelvic pain and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: migration. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.